Manufacturer narrative:
A company clinical analyst reviewed this case and stated the following: ¿the surgeon reported a tear in the capsule (posterior capsule [pc] tear) after removing the last portion of the cataract lens. The surgeon stated the lens had some cortical areas and he had to apply more force than usual to remove that particular section of lens. The surgeon performed an anterior vitrectomy and placed an anterior chamber lens. Additional information was received from the company clinical applications specialist (cas). The patient was a (B)(6) year old male. The procedure was laser assisted cataract surgery on the left eye (os) with system. The customer reported the system part of the procedure was uneventful. The laser assisted capsulotomy was free floating. The patient was not hospitalized and there were no medications or therapies in use at the time of the event. The surgeon noted the laser system did not cause or contribute to the event. The patient¿s pre-existing ocular conditions and health history was noted as unknown. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie. Dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. After review of reported event, there is no evidence indicating that the integrity of the posterior capsule was compromised by the performance of the centurion vision system. The surgeon noted the lens had some cortical areas and he had to apply more force than usual to remove that particular section of lens. The force used may have caused or contributed to the pc tear no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 14, 2014. Based on qa assessment, the posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during cataract surgery, a patient experienced a posterior capsule tear, in the left eye. The surgeon indicated the cause could be related to the extra force he applied to remove portions of the cortical cataract. The case was completed by performing a anterior vitrectomy and placing a anterior chamber lens. Additional information has been requested.